Event description:
The facility representative reported a colleague infusion pump with failure code 812:02. It is unknown when this condition occurred, however it was reported that this occured in the storage area of baxter's warehouse in its original package. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 812:02 was confirmed during product evaluation. The assignable cause was a defective pump head module. The pump head module was replaced to correct the reported condition. The user software version is 7.22.00. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.